Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. The physician was unaware of the new safety release mechanism and the abbott vessel closure specialist was contacted and instructed how to remove the device using the access ports. The device was reportedly successfully removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.